Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due to noise was observed. The patient was asymptomatic. The noise was not reproduced with isometrics and pocket manipulation. Programming changes were made. The lead remains implanted. Patient condition was stable.